Manufacturer narrative:
This medwatch report is being filed based on the results of the image analysis showing core wire material protruding through the polymer jacket. The product was not received at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Analysis of the supplied images provided on march 31, 2020 presents an indeterminate amount of the core wire protruding through the polymer jacket and bend damage near the distal tip. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, handling factors appear to have impacted on the event as reported. The patient age was reported to be over 18 years. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
The catheter was not used in the patient, the failure was detected when opening the product. The tip of the catheter has a failure, has a slight curve and cut. Additional information received confirmed the catheter mentioned in the event was a zipwire not a catheter as originally reported. It was also reported that the device was not cut.